Event description:
Customer's father reported via phone, customer had been experiencing high blood glucose over 600 mg/dl, treated with manual injection. Customer's father stated the infusion set had to be changed twice. The site feel of her body and an customer change the infusion set once she got home. Troubleshooting was performed for high blood glucose and it was found the drive support cap was normal. No leaks or air bubbles noted. Customer's father was unsure if settings were correct was advise to speak to customer's doctor. Customer's father declined to perform high pressure test. He was advised to change the entire set and call back if issues persisted. Customer is not returning the device for further analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.